Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump low reservoir warning does not work very well. Customer also indicated that insulin came out of the tubing before the piston is reaching the reservoir and the display numbers are ramping up. Customer does not recall any significant events leading to the error. Customer's blood glucose was 291 mg/dl at the time of incident, 134 mg/dl at the time of the call and went to 38 mg/dl in the middle of the night. Troubleshooting was done for motor error and found that settings were programmed correctly. Customer was advised to monitor pump and call back if issues persist.